Event description:
It was reported that a half day infusor had particulate matter inside the balloon. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14n009 was manufactured december 12, 2014 ¿ december 17, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter approximately 0.09 square mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester material. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.